Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) device, during dwell three of four. The patient was connected. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The patient did report that they disconnected and reconnected in dwell, however they stated that they followed proper procedure. There was no adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.